Event description:
A customer reported a low reading issue with the adc device. The customer obtained a sensor scan that was "approximately 52 mg/dl" and experienced symptoms of sweating, dizziness, and flickering eyes. The customer had contact with a healthcare professional and was diagnosed with hyperglycemia, receiving treatment of insulin (dose/type unknown) and saline infusions. There was no report of death or permanent injury associated with this event. This report covers 1 of 2 events.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.